Event description:
The patient is reportedly experiencing intermittent lock. The patient has a thick skin flap. External equipment has been exchanged and programming adjustments were made, however, the issue has not been resolved. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information: the patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The patient's device had migrated anteriorly. The external visual inspection of the device revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.